Event description:
The customer reported a critical failure indication with a status log entry of ECG front end failure - power pca (autotest).

Manufacturer narrative:
The customer reported a critical failure indication with a status log entry of ECG front end failure - power pca (autotest). The customer evaluated the device, and resolved the issue by replacing the power pca.